Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has a loop leak alarm during inspection. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Loop leak alarm, detection of slight leakage at the safety disk interface, disassembly and adjustment, and application of sealing material, after treatment, the functional parameters of the device were tested and delivered to clinical use normally.